Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with samsung galaxy s21 phone with android 14 operating system version 2.11.2.11107. The low glucose alarms did not sound and the customer was not alerted of changes in glucose level. As a result, the customer experienced dizziness, vomiting, and a loss of consciousness. The customer was seen by paramedics then transferred to the hospital where they were treated with unspecified IV medication and anti vomiting meds for a diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer reported a scan error message using freestyle librelink application. Attempted to replicate the customer complaint using a similar configuration. The application was downloaded. The sensor successfully scanned to application and glucose results were observed. Despite a comprehensive investigation, the reported issue could not be replicated, and the system functioned as intended under the tested conditions. Potential causes based on the customer¿s reported application and device history were also examined, but no issues were identified during replication that could have led to the reported issue. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.